Manufacturer narrative:
(B)(4). The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 09 sep 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. Device not returned.

Event description:
A lung placement was reported; the patient was treated and remained in the unit for a couple of extra day[s]. The patient¿s current condition was not reported.

Manufacturer narrative:
The device history record for lot 21080261 was reviewed and the product was produced according to product specifications. Root cause could not be determined. All information reasonably known as of (B)(6) 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to (B)(4), in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury

Event description:
It was reported the unit was operating optimally with no issue. Additional information received (B)(6)2022 reported, the incident occurred at 12:30am and was a right lung placement.